Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During procedure, it was noted that lp was unable to be positioned successfully. While being advanced, the lp was noted to get caught on tissue and sustained helix deformation. The procedure was completed using an alternate device on (B)(6) 2024. There were no patient consequences.